Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced repeated ¿unable to proceed¿ alerts during the press and hold step of fill tubing after rewinding for an infusion set change, with an identified large air bubble in the cartridge during one attempt; troubleshooting included removing air, performing a dry run to (B)(4) units without alert, and multiple subsequent attempts with decreasing delivered units and recurring alerts, followed by education and shipment of replacement supplies. Symptoms included no reported adverse clinical effects. Outcomes included completion of troubleshooting and education and arrangement of replacement supplies. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.